Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi per cec adjudication. This is a (B)(6) male with medical history including hypertension, dyslipidemia, diabetes, smoking and pci in (B)(6) 2001. The indication for the index procedure was angina. Angiography revealed a 90% stenosis of the distal rca. In (B)(6) 2010, the index procedure was performed to treat the lesion in the rca. One cypher stent was post-dilation were successfully completed in the distal rca. The site reported a 0% residual stenosis, no dissection and timi 3 flow. The procedure was reported as uncomplicated. Pre procedure the ck was 168, the ckmb was 2.6 and the troponin was 0.09. Post procedure the ck was 107, the ckmb was 2.7 and the troponin was 0.10. The following day the ck was 87, the ckmb was 2.4 and the troponin was 0.31. This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The ECG lab reported no new st-t abnormalities and no q waves. The following day, in a planned staged procedure, successful treatment of an lad was completed. At the time, the patient continued to experience chest pain. The lad lesion was described as 95% stenotic and non-target. Pre-dilation and placement of two cypher stents successfully completed the procedure. Angiography revealed the rca stent to patent. This event has been captured as a non-complaint for coronary artery stenosis. The post procedure course was uncomplicated and the patient was discharged two days post index procedure on dual anti-platelet therapy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095734 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 3003742446-2012-00152 and 3003742446-2012-00153.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 3003742446-2012-00152 and 3003742446-2012-00153.

Event description:
The report received from (B)(6) for the (B)(4) study, indicated that the patient had a peri-procedural pci event, classified as an mi. During pci of a non-target vessel one day after the initial procedure, the first stent failed to cross. During the index procedure, pci was performed on a 90% de novo lesion in the distal rca was treated of 15mm in length in a 2.5mm vessel diameter. The lesion was pre-dilated and a 2.5x18mm cypher rx stent was successfully deployed at 14 atm. Post-dilation was performed with a 2.75x15mm balloon at 10 atm. The residual diameter stenosis measured 0%. Timi iii flow was recorded pre and post-procedure. On the following day the patient had chest pain and planned non target pci was performed on a 95% de novo lesion in the mid lad of 15mm in length in a 3.0mm vessel diameter. The lesion was considered anatomically complex as there were greater than 2 lesions in the vessel. A 2.75x18mm cypher rx stent failed to cross the lesion. The lesion was pre-dilated with a 2.5x15mm voyager balloon at 10 atm after failed the direct stenting and a 3.0x13mm cypher rx stent was deployed at 14 atm. The physician indicated that the vessel was anatomically complex a second cypher stent was overlapped at the proximal segment with timi 3. No dissection noted post ivus. Timi ii flow was recorded pre-procedure but timi iii flow was restored post-procedure. After the lad was treated, post-procedure troponin I was elevated t0 0.10, troponin I upper limit 0.09 ng/ml and on the following day troponin I 0.31, troponin I upper limit 0.09 ng/ml. The patient was discharged 2 days later.